Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that there were 34 patients complications observed due to one or more of the following complications: mal-positioning of implant, secondary screw perforation, head implant loosening, loosening of single screw, dislocation, infection, unknown reasons and other intervention/surgery. This complaint reports revision due to loosening. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Neither photos, nor the devices were received; therefore the condition of the components was unknown. Patient factors that may affect the performance of the components such as bone quality and relevant medical history were unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in sap rm worksheet which is available for every zimmer ncb ph plate system (including ncb screw) and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article, that a patient was implanted an unknown ncb proximal humerus plate. The exact implantation date is unknown. The patient underwent a revision surgery due to secondary head implant loosening. (Journal article: bockmann, benjamin: mid-term results of a less-invasive locking plate fixation method for proximal humeral fractures: a prospective observational study, in: bmc musculoskeletal disorders, july 2015).